Event description:
A customer reported experiencing an altitude alarm 21 on their pump. There was no adverse impact to the customer's blood glucose level. Customer support was contacted, and the customer was advised to clean the speaker holes and reset the pump. Initially, the alarm did not clear, preventing insulin resumption, but after further guidance from technical support, including a pump reset, the altitude alarm was successfully cleared. The customer was able to load a new cartridge and resume insulin delivery. The original issue was due to the cartridge not venting properly, and after a new cartridge was loaded, the alarm reoccurred but was resolved by allowing moisture to evaporate over a period of two hours as instructed by technical support.